Event description:
It was reported that an ilet device was not functioning as expected, prompting a caregiver to perform a hard restart and the family to contact customer care for troubleshooting. Symptoms included no reported adverse physiological effects. Outcomes included no reported interruption of therapy requiring medical intervention. Investigation included customer care troubleshooting and requests for additional information and images to assess device status. Investigation of this case revealed that the device exhibited apparent operational malfunction with unclear root cause based on available information. It was concluded that a device malfunction occurred without associated patient harm, and the cause could not be determined from the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.